Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's printed circuit board was corroded. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was confirmed during on-site investigation. It was confirmed that control printed circuit board (pcb) was damaged due to liquid contamination. The device was repaired by replacing part affected with liquid. After replacing part affected with liquid, the device passed all performance tests and has been released for clinical use. Liquid on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The circumstances under which the liquid entered the device are unknown. The conclusion is that the device did not fail to meet its specification. It was concluded that the issue most likely was related to environmental issue.

Event description:
Manufacturer's ref. #: (B)(4).